Manufacturer narrative:
Correction to the initial MDR in block h10. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: component code g04021 captures the reportable event of did not retract completely. An examination of the returned capio slim device revealed that the distal section with one riveting was in bad condition and the canal of the tip was lightly open; the carrier was not working properly, it did not retract completely (it got stuck into the tip). Additionally, the cage and the handle were in good condition and no deployment suture was received. A functional test of the complaint device was also carried out using a suture dart for testing and it revealed that when the plunger was fully depressed in one continuous motion, it did not penetrate into the cage due to misaligned carrier. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the investigation concluded that the most probable cause for this complaint is adverse event related to procedure, which indicates the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous anterior fixation procedure performed on (B)(6) 2021. During the procedure, the cage was unable to catch the dart inside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. *this event has been deemed reportable based on the investigation results: the carrier did not retract completely. Please see h10 for full investigation details.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). An examination of the returned capio slim device revealed that the distal section with one riveting was in bad condition and the canal of the tip was lightly open; the carrier was not working properly, it did not retract completely (it got stuck into the tip). Additionally, the cage and the handle were in good condition and no deployment suture was received. A functional test of the complaint device was also carried out using a suture dart for testing and it revealed that when the plunger was fully depressed in one continuous motion, it did not penetrate into the cage due to misaligned carrier. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the investigation concluded that the most probable cause for this complaint is adverse event related to procedure, which indicates the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous anterior fixation procedure performed on (B)(6) 2021. During the procedure, the cage was unable to catch the dart inside the patient. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. *this event has been deemed reportable based on the investigation results: the carrier did not retract completely.